Manufacturer narrative:
Submit date: 08/09/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states a hole developed in the catheter right below the adapter.

Manufacturer narrative:
Submit date: 02/12/2017. There device has been in use for over 5 years. It is not possible to link the event to manufacturing related causes.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation and no additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review could not be conducted since a lot number was not provided. Although a lot is unknown, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.